Event description:
It was reported that during patient treatment, the ventilator generated alarms for low o2 supply pressure. There was no patient harm. (B)(4).

Manufacturer narrative:
No service was requested. A third party service provider performed a repair of the ventilator. According to received information, the o2 cell and the control pc (printed circuit) board was replaced but was not returned for investigation. No ventilator logs were provided. Since no ventilator logs were provided and no parts were returned for investigation, the root cause of the reported alarms for low o2 supply pressure has not been determined.

Event description:
Manufacturer's ref #: 266156.